Event description:
It was reported that charging cable and wall adapter were damaged and no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer was advised that charging supplies would be replaced as a goodwill express order, and if pump battery depleted before replacement arrived, customer would have no backup therapy; no additional information was received regarding any further outcome.